Event description:
Reporter alleged patient's blood glucose measured 495 mg/dl compared to the lab measurement of 97 mg/dl when tests were performed at the same time. It was stated a different meter was used which measured in the 100s mg/dl performed at the same time as well. Treatment, if any for the patient was not provided reportedly. A request was made for the return of the suspect device and replacement product was sent.